Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to reproduce the reported issue. In a review of the downloaded device data it was observed that the device experienced two unexpected losses of power during the reported event. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device's display had turned black twice, while providing pacing to a patient. One of the batteries was indicating it was low at the time of the event. After replacing the low battery, the reported issue did not reoccur. Upon a review of the device data, physio-control observed that the device experienced two unexpected losses of power. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.

Manufacturer narrative:
Section e1 initial reporter postal code of the initial medwatch report indicates: blank. Section e1 initial reporter postal code of the initial medwatch report should indicate: (B)(6).

Event description:
The customer contacted physio-control to report that their device's display had turned black twice, while providing pacing to a patient. One of the batteries was indicating it was low at the time of the event. After replacing the low battery, the reported issue did not reoccur. Upon a review of the device data, physio-control observed that the device experienced two unexpected losses of power. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.